Event description:
Pt stated silicone breast implants rupture. Rupture silicone implants were replaced with a saline breast implants (B)(6) 2006. Pt states after replaced implants, pt had numerous issues; diarrhea, pustules on hands, low thyroid, neuropathy of fingers and numbness. Breast infection, joint pain, brain fog, fatigue, constant urination, sunken eye, depression, weight gain, and food allergy. Implants were taken out (B)(6) 2019 and soon after that pt thyroid level went back up.